Manufacturer narrative:
Clarification to a2: date of birth was provided as 1990. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2; a6; d9; h3; h6.

Event description:
Healthcare professional reported right side rupture. The device was explanted.

Event description:
Healthcare professional reported right side rupture. The device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued section e1 (phone #): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.